Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient became unconscious when the cgm was displaying 5.0 mmol/l. The patient's father found the patient and called an ambulance. When the paramedics arrived, they checked the bg and it was 1.7 mmol/l. They transported the patient to the hospital there they were treated with unspecified medication. Additionally, when the patient became unconscious they sustained a head injury that resulted in a wound that was also treated while at the hospital. The patient was released from the hospital the same day. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.